Event description:
The patient was implanted with the argus ii device on (B)(6) 2014. The patient is participating in a post-market study of the argus ii. The patient was diagnosed with mild intraocular inflammation on (B)(6) 2014 and was hospitalized to receive treatment. The patient was treated with intravenous antibiotics, and antibiotic and steroid eye drops. The event resolved after 2 days. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.